Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: z6ms: bottom knob on control housing spinning freely.

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: a probable cause was determined to be broken articulation wire in gastroscope due to manufacturing issue. Reference: (B)(4).